Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call indicating that she had no delivery alarm. Customer's blood glucose was unknown mg/dl. The customer advised that the no delivery alarm occurred at the hospital and no bent cannula ever noticed. The customer advised that there is no crack or visible damage on the tubing clamp. The customer was able to perform high pressure test and the test passed. The customer was advised to change entire set, reservoir and insulin and treat.